Event description:
It was reported that one year post implant a realize gastric band, a small leak in the balloon was detected under fluoroscopy on (B)(6) 2010. It was determined after the band was explanted that the leak was coming from a crease in the balloon. A new band was implanted. There was no patient consequence.

Manufacturer narrative:
(B)(4).